Event description:
On (B)(6) 2012, the distributor contacted animas and stated that all of the keypad buttons were unresponsive. There is no additional information available for this complaint. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact. Testing confirmed intermittent response to button presses of the up, down, ok and contrast buttons. Multiple button presses are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. The keypad was removed for investigation revealing contamination under the contacts of all buttons.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).